Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the systems stops and resets during boot up. Review of the log files confirmed the reported malfunction related to the software. The fse performed the functional analysis and found that the system was not ready and it stops and resets during booting. The fse reinstalled the system software and performed all the x-ray calibrations to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system is not ready, the systems stops and resets during boot up. The device was not in clinical use at the time of the reported event. Nor harm was reported to user or patient. A philips field service engineer (fse) inspected the system onsite and re-installed the system software and performed the calibrations which will resolved the issue and returned the device to use in good working order.